Manufacturer narrative:
Product analysis: unable to confirm customer comment. Dirty cable connector was confirmed. Upper/lower case were cracked. The epg case was opened, cleaned and inspected. Upper/lower case, keypad, label-s/n, o-ring, contact-battery, washer-insulator were replaced. The pacing output, sensing sensitivity, rate and internal circuit were calibrated. No anomalies found with functional test and performance test by test console. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the external pulse generator (epg) was connected to the patient, pacing failure occurred and the issue was not improved by replacing the cable. The issue was resolved by replacing the epg. During inspection of the epg at the facility, the epg was confirmed to perform pacing without problems. Repair was requested due to suspicion of pacing failure. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.